Event description:
It is reported by a wound, ostomy and continence nurse (wocn) that she treated an anal ulcer measuring 2 cm by 1.5 cm by 0.2 cm with noted bleeding on (B)(6) 2014. The wound was treated using an ostomy powder and sensi-care protective barrier. The patient was admitted to the hospital on (B)(6) 2014. A fecal management system was inserted on an unknown date and the device was removed on (B)(6) 2014.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No further information was available at the time of the report. A return sample for evaluation is not expected. Should additional information become available, a follow-up report will be submitted. The actual date of event is unknown, so the date used was the date convatec became aware. The lot number was not provided. Therefore, we are unable to determine the specific manufacturing site. Both potential manufacturing site numbers are listed below.